Event description:
When a whole-body pet scan is acquired in tttteeee mode, the attenuation corrected pet images are decay corrected back to the scan start time of the first transmission scan. However, when the attenuation corrected pet images are added into the systems database, the scan start time of the first emission scan is inserted into the file, instead of the scan start time of the first transmission scan. While this does not effect the absolute quantification (eq/cc) of the attenuation corrected pet data, it can effect the standard uptake value (suv) calculations. The suv calculation is effected because the injected pt dose is decay corrected to the wrong scan start time (emission scan start time instead of transmission scan start time). The percent error in the suv calculation is dependent on the time difference between the transmission and emission scan start times and the half-life of the isotope used for the examination.

Manufacturer narrative:
Clinical applications and software engineering were able to duplicate the reported complaint from the customer. As a result of their investigation, a software modification patch will be released to the field to correct this issue. In the interim, a workaround will be communicated to our customers. There is the potential that an incorrect suv could be misinterpreted and impact a pt's treatment plan. However, it should be noted that siemens medical solutions USA, inc. Has not received any reports which indicate this has occurred.